Event description:
It was reported that the balloon expandable stent dislodged during insertion into the sheath. Another balloon expandable stent was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
The device history records have been reviewed with special attention the raw materials, subassemblies, mfg process and qc testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned. The stent was slightly closer to the distal marker band than to the proximal marker band. The balloon was inserted through an in-house 6fr avanti introducer sheath. Upon insertion, the stent dislodged from the balloon. An attempt was made to insert the balloon through the in-house introducer sheath while holding the proximal end of the stent. The stent still dislodged from the balloon. The balloon was then observed under magnification (microscope 10x), and the stent crimp impressions were present on the balloon surface. This indicates that the stent was crimped on the appropriate balloon location during the mfg process. The complaint investigation is confirmed for a dislodged/dislocated stent. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event.